Manufacturer narrative:
Siemens completed an investigation of the reported event. It was confirmed that event was not caused by a device malfunction and was due to user error. The system performs as specified. As stated in the associated user manual, the user must always be aware that the automatic motion protection system (amp) is not active during manual movement of the gantry, treatment table or collimator. The customer service engineer determined that although the bent panel could be bent back by the customer, the panel would be replaced. Further action is not warranted at this time.

Event description:
It was reported to siemens that the treatment table hit a trolley while the treatment table was being manually lowered. The customer wanted to relocate the patient after the performed treatment from the treatment table to the trolley. The collision between the treatment table and the trolley resulted in a bent treatment table panel. The panel is located under the treatment table and would be able to be bent back by the customer. It was reported that the event did not result in patient or user injury and no mistreatment of the patient resulted. This event is being conservatively reported because of the potential for severe patient injury, should the event reoccur. If the customer (user) does not pay attention during manual movement, and has not verified collision clearance, the situation could result in a collision in which the patient might sustain severe bodily injury. The reported event occurred in (B)(6).